Manufacturer narrative:
Date of event is estimated. Further information has been requested but not yet received.

Event description:
It was reported that the ipg became unable to communicate with external devices.

Event description:
Related manufacturer reference number:3006705815-2023-05755. Additional information indicates that one of patients leads had high impedances. As a result surgical intervention was undertaken on (B)(6) 2023 wherein the ipg and one lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.